Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft rotated but the k-wire did not. Therefore, the reported condition was confirmed. It was determined that the drive shaft and bearing sleeve were broken. The assignable root cause was determined to be most likely due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post surgery, it was observed that the k-wire attachment device was not rotating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.